Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative found that the top dingus was engaged by the gantry gear teeth. A second locking offset screw was found to be missing and the first offset was not the appropriate length. The offset was turned enough to disengage the dingus. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, an audible sound was heard from the imaging system. When attempting a confirmation spin, the spin was interrupted halfway through and would not progress any further. No additional information was provided. There was no patient present when this issue was identified.